Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken, and the lead was explanted and replaced. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4). Common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4). Common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4).